Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure, the esheath could not be inserted into the patient¿s vessel due to a ¿shelf of calcium¿ in the femoral bifurcation. There were no abnormalities noted during the prep of the sheath, however, the distal tip of the esheath developed a small tear after it was attempted to be inserted into the calcified femoral artery. The esheath was exchanged, a lunderquist wire was inserted and the second esheath was able to be passed without any issues. The patient was noted to be in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned after being used in the procedure, in the packaging tray with introducer. Visual inspection determined a cut through soft tip and hdpe on sheath shaft and scratches on distal end of sheath shaft. Due to the returned condition of the device (cut on distal end and soft tip) and the nature of the complaints (sheath distal tip split and sheath shaft insertion difficulty in patient), no relevant dimensional or functional testing could be performed. The complaint for ¿sheath distal tip ¿ split¿ was confirmed visually.   Review of lot history revealed no other complaints for ¿sheath distal tip ¿ split¿ or ¿sheath shaft ¿ insertion difficulty-in patient¿. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 for the esheath (all models and sizes) revealed other returned devices for the complaint code ¿sheath distal tip ¿ split¿. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿damaged¿. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 for the esheath (all models and sizes) revealed other returned devices for the complaint code ¿sheath shaft ¿ insertion difficulty-in patient¿. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category ¿insertion difficulty-in patient¿. These work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaints. The review did not reveal any manufacturing related issues that would have contributed to the complaints. Based on the review of the instructions for use (IFU) or training manuals, no deficiencies were identified. Photographs and procedural imagery were not provided for review. During manufacturing the sheath shaft components were 100% visually inspected. During the manufacturing process, the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sample devices from each lot tested and inspected during product verification (pv) testing. The verification includes expander insertion force testing, after which the sheath tip is inspected for fragmentation. The work order passed expander insertion force testing and visual inspection. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints for ¿sheath distal tip ¿ split¿ and ¿sheath shaft ¿ insertion difficulty-in patient¿ were confirmed. No manufacturing non-conformances were identified in the returned sheath. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. It is likely that patient factors contributed to the complaints. As noted in the training manual, ¿push force [during both sheath insertion and delivery system insertion] can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. The patient¿s access vessel was noted to have a ¿calcified femoral artery¿ and a ¿shelf of calcium in the femoral bifurcation¿. Per the IFU and training manual, the sheath tip must be advanced past the aortic bifurcation during insertion. As such, significant calcification at the bifurcation could obstruct or increase resistance during insertion of the sheath tip past that point, resulting in the reported sheath shaft insertion difficulty. During visual inspection, deep scratches were observed at the distal end of the sheath and the tip was found to be split, supporting that the tip was impacted by significant calcification. This calcification could have damaged the sheath tip, resulting in the sheath distal tip split as well. As such, available information supports that patient factors (access vessel calcification) may have contributed to the reported events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. No manufacturing non-conformances or labeling/IFU/training deficiencies were identified, therefore no corrective/preventative actions are required. Since no product non-conformance was identified and the complaint rates for the relevant trend categories did not exceed their monthly control limits, a product risk assessment (pra) is not required. The complaints for ¿sheath distal tip ¿ split¿ and ¿sheath shaft ¿ insertion difficulty-in patient¿ were confirmed. No manufacturing non-conformances were found in the returned sheath. Available information suggests that patient factors (access vessel calcification) likely contributed to the reported events. No labeling or IFU inadequacies have been identified and the complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action is required at this time.